Event description:
It was reported that the patient underwent an initial anatomic stemless shoulder replacement on the left side. Subsequently, the patient experienced prosthesis wear with noted significant damage to the polyethylene caged glenoid and separation of two of the metal peripheral pegs and center cage from the polyethylene. As a result, approximately 6 years post-surgery, the patient underwent a revision. The patient was revised to a hybrid reverse shoulder with competitor's components in the glenoid portion and our components in the humeral portion. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D6a: unknown date in 2019. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, g4, h6, h11. MDR section codes updated/corrected: b, c, d, g. The revision was likely the result of wear, fracture, and disassembly of the equinoxe cage glenoid. The cause of these failures may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation leading to a rocking horse effect around a well-fixed cage. However, the series of events could not be confirmed as the devices were not returned for evaluation. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.